Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an acl knee surgery the small battery drive device had intermittent operation. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was sucessfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the triggers were sticking; unknown liquid on internal electronic and mechanical components and one of the wires on the electronic control unit was damaged. The assignable root cause was due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.